Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer managed to reset the pump successfully, and the malfunction code did not recur after the reset.